Event description:
According to the reporter, during a laparoscopic procedure, the device anvil could not be tilted after firing, also the clamps opened after shooting and the anastomosis presented an open graph. They opened a new device to complete the case and resolved the issue. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.